Manufacturer narrative:
(B)(4). The mean age of the study patients was (B)(6); ages ranged from (B)(6). There were 18 men and 13 women in the study. Cage and plate instrumentation or cage instrumentation rhbmp-2. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Postoperative complications were reported in a retrospective review of all hybrid cervical disc constructs in which prestige st artificial disc was used between (B)(6) 2007 and (B)(6) 2009 at a single institution by a single surgeon. Hybrid constructs were defined as a total disc replacement (tdr) with an adjacent anterior cervical discectomy and fusion (tdr-acdf). Patients presented with radiculopathy and myelopathy without the presence of a previous cervical fusion. Thirty-one patients underwent implantation of a hybrid construct. Twenty-four patients received a 2-level and seven patients received a 3-level hybrid construct. Two of the patients in whom a 2-level hybrid construct was implanted also underwent total disc arthroplasty at a noncontiguous level. Nineteen patients received a peek spacer with a mystique resorbable plate, and twelve patients were implanted with a peek prevail device at the index level of fusion. A small infuse kit (4.2 mg) was used to pack the spacer or cage prior to insertion. Sixteen patients underwent c5-6 tdr and c6-7 acdf. Six patients underwent a 3-level hybrid surgical procedure consisting of a c4-5 tdr, c5-6 acdf, and c6-7 tdr. Five patients underwent c4-5 tdr and c5-6 acdf in which a hybrid construct was used. There were no reports of technical difficulties or neurological or vascular injuries during implantation. All patients underwent preoperative and postoperative radiographic imaging. Radiological evaluation demonstrated no evidence of screw backout, implant dislodgement, progressive kyphosis, heterotopic bone formation, pseudarthrosis, or development of adjacent-level degeneration. Patient charts were reviewed for dysphasia persisting beyond 6 weeks, hoarseness, new neurological deficits, readmission and reoperation. Any patients having hoarseness at 6 weeks underwent laryngoscopy and were evaluated for rln palsy. It was reported that seven patients had persistent dysphagia at 6 week follow up. At 3 months follow-up, the patients were asymptomatic.